Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After an unknown guidewire was inserted, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured due to severe calcified lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.